Event description:
It was reported that the health care professional (hcp) had called in for the cardiac resynchronization therapy pacemaker (crt-p) device from which the patient had symptoms of itching, redness of the skin and pain. The patient had discontinued the medication; however, the symptoms were still present. The hcp was concerned if the patient was allergic of any of the materials from the pacemaker or leads which were recently implanted. Technical services (ts) reviewed and provided list the different materials that are in direct contact with the patient. Ts stated that the hospital can rule out a number of allergies and find the possible cause. This lead currently remains in service. No adverse patient effects were reported.